Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter leaked around the hub.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter leaked around the hub.

Manufacturer narrative:
Correction: the date of event has been updated: b.1. Date of event: (B)(6) 2018.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter leaked around the hub.

Manufacturer narrative:
H.6. Investigation: DHR review was not performed as the lot number for this investigation was unknown. Received a 18ga iag bc catheter-adapter assembly connected to a miscellaneous extension set and a needleless connector. Visual/microscopic evaluation: ¿ no evidence of physical mechanical damage was observed on the catheter tubing or the adapter water-leak test: ¿ connected the end of the extension tubing to the water-leak fixture and performed the test, no leakage was observed on the connection of the catheter-adapter assembly with the ext. Tube or the catheter tubing. ¿ connected the catheter-adapter assembly to the water leak fixture, no leakage was observed on the connection or the catheter tubing. The returned unit did not display any adverse characteristics that would contribute to the defect the customer experienced. The defect described in the event description could not be confirmed or replicated at the laboratory.